Manufacturer narrative:
Results: a product evaluation found that there was no visible damage to the device. Conclusion: based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 24.0 preloaded injector on (B)(6) 2015. Prior to implantation, a haptic on the lens was found to be misshapen. Lens was not implanted and no patient injury reported.